Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found torn, allowing for fluid to exit through the tear. It cannot be determined when or how this damage occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Event description:
It was reported that the patient's blood glucose level reached 16.4 mmol/l (295.2 mg/dl). The pod was worn between 24 and 36 hours on the arm. Hyperglycemia treated by administering a correctional bolus of 3 units of insulin.